Manufacturer narrative:
Correction serial #: (B)(4) changed to (B)(4).

Event description:
It was reported that lead noise artifact was observed on the lv lead. It is unknown if the patient experienced any symptoms due to the lead noise artifact issue. Lead was explanted and a new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 3.4-3.6cm, 5.1-5.3cm, and 4.0-5.3cm from the distal tip. The etfe coating was intact at these locations. One cable was noted broken at 4.2cm from the distal tip. The etfe coating was damaged and internal abrasion was noted between the cable lumen and the inner coil. This is consistent with the observation from the field of noise.